Event description:
The cardiologist attempted arteriotomy closure with a prostar 11 fr pvs system. He met with resistance on deployment. Backdown was unsuccessful. Fluoroscopy showed that three of the four needles presented outside the barrel. It was noted that the pt had a large amount of fibrous tissue in the accessed groin area. The pt underwent surgical removal of the device. Surgery was successful and the pt was discharged the next day without further complication to the access site. The device was not returned to the MFR and was not available for eval. No conclusion can be drawn regarding the root cause of the event.